Event description:
Description of event according to initial reporter: celect ivcf found to be multiply fractured (arms) with one fragment locally retained in extravascular position, one fragment in lingular pulmonary artery. Removed filter and lung fragment; other extravascular and inaccessible. Patient outcome: no adverse effects was reported on the patient due to this occurrence.